Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low absorption set presented obstruction damaging the set's functionality. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the device had sealed tubing and missing seal marks were noticed on the pouch. The reported condition was verified. A batch review was performed and revealed that the device was packaged on a new packaging machine. The cause of the condition was determined to be improper packaging. The device was caught in the pouch seal on a manual packaging machine. A CAPA has been opened to address this issue. Machine operators were made aware of the issue, and a mechanism that detects tubes caught by the pouch seal was installed on the packaging machine. Should additional relevant information become available, a supplemental report will be submitted.